Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that upon computed tomography imaging, patient had a vasogenic edema. Patient was re-scanned, and the edema had grown in size. The right lead was turned off as a result and the area will continue to be monitored. Patient was stable otherwise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.